Manufacturer narrative:
The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a scratched lcd window, a scratched reservoir tube window, and a cracked case at the reservoir tube window corner.(B)(4)

Event description:
The customer reported via phone call that she was wearing an underwire bra and the wire came out and scratched the screen. Customer stated that she wears the pump in her bra. Customer reported that there are scratches and possible cracks on the screen. Customer stated that the screen is difficult to read. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.